Event description:
It was reported that an overinfusion of tpn occurred with a pt. There was no resultant pt complication.

Manufacturer narrative:
MFR's report date 09/18/1997. The pump was returned for evaluation. Visual and functional testing was performed and the pump was found to meet all MFR's specifications. The accuracy was tested at several rates and passed all tests. Co was unable to confirm the reported overinfusion.